Manufacturer narrative:
The customer's report was observed and attributed to shorted pins on a transistor located on the main board. The customer declined repair of the device. The device was returned labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.